Event description:
It was reported that in preparation for an rotational atherectomy procedure, a shaft break occurred. During testing of the device, the shaft broke on the rotalink burr 1.75 mm. The device was not used on the pt. The procedure was completed with another of the same device.